Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a device follow up, it was reported that the device would not fire. No patient involvement.